Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the blood glucose at time of incident: 26 mg/dl which she treated with glucagon shot and juice and current blood glucose is 316 mg/dl which she treated with the pump. Later the blood glucose was 22mg/dl. Customer was assisted with troubleshooting and the customer stated that she began getting alarms for high and low blood glucose. She stated that pump was not worn during medical procedure/test around magnetic resonance imaging. Customer was advised to avoid exposure to any strong magnetic fields associated with magnetic resonance imaging and suggested to call health care professional to discuss causes of low blood glucose. The insulin pump will not be returned for analysis.